Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance, noise, and was possibly fractured. The patient was referred to another physician for rv lead explant during which it was reported the patient's cardiac resynchronization therapy defibrillator (crt-d) system was infected. The patient's crt-d system was explanted due to the infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.